Event description:
Patient was revised to address poly wear of the patella. Patient is a nun and wore out the patella component from repeated kneeling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.